Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. A supplemental regulatory report is being submitted for additional information. Additional information was received regarding patient age and weight.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the controller and six (6) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. No bent pins or damage was observed within the controller ports. As a result, the reported "port damage" event was not confirmed. Log file analysis revealed two (2) controller power up events logged on (B)(6) 2020 at 09:25:40 and 09:26:16. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the power-up events were not available. The controller was without power for a maximum of 40 seconds. Loss of power to the controller will trigger a continuous audible alarm and the display will become dark and show no parameters. This observation was likely perceived as the reported ¿display error¿. As a result, the reported loss of power and ¿display error¿ events were confirmed. A possible root cause of the reported display error and loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: (B)(6), d9: yes, return date: 15-jan-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14, (B)(6), d9: yes, return date: 15-jan-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14, (B)(6), d9: yes, return date: 15-jan-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14, (B)(6), d9: yes, return date: 15-jan-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14, (B)(6), d9: yes, return date: 15-jan-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14, (B)(6), d9: yes, return date: 15-jan-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. Description of the event was updated to indicate tit was further repor ted that there were two power up alarms that did not appear in the controller error message. It was noted there was possible port damage; b5 and h6 updated. D10 concomitant product therapy date updated from blank to (B)(6) 2017. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were two power up alarms that did not appear in the controller error message. It was noted there was possible port damage.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 30-apr-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 30-apr-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 30-apr-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr- 2017. Labeled for single use: no . (B)(4). Heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 30-apr-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 31-jul-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date:31-jul-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited losses of power. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.